Manufacturer narrative:
The customer reported that this gz transmitter displayed v-fib with a heart rate (hr) of 130-170 bpm; however, a palpable pulse did not correlate with this rhythm. The customer changed out the box and the new box displayed a-fib with an hr of 72. It is unknown whether there was a patient injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: 03/04/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/06/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 03/10/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this gz transmitter displayed v-fib with a heart rate (hr) of 130-170 bpm; however, a palpable pulse did not correlate with this rhythm. The customer changed out the box and the new box displayed a-fib with an hr of 72. It is unknown whether there was a patient injury.